Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported stretched coils and bunched/compact coils were confirmed. The analysis also identified an unraveled coil from the tip ball. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported/noted stretched coils material deformation and break appear to be related to case circumstances of the procedure. Based on the reported information and returned analysis, it is likely that manipulation during the second recanalization through the challenging anatomy resulted in the reported coil damages and ultimately the coils/solder break for the core but remained in one piece. The noted bends on the guide wire likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported in an internal webinar that the procedure was to treat the heavily calcified tibial trunk. The coils of the hitorque proceed guide wire became stretched during the second recanalization attempt of the artery. Some coils were compacted. The core was intact and there was no separation of coils. Another guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified an unraveled coil from the tip ball.